Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The issue came from the body control unit. The parts on the body control unit became loose/ deformed/ damaged/ worn-out/ or scratched. The bending section cover adhesive was discolored. There was a crack of the resin part (crack due to impact such as dropping/ crack of molded part due to physical/chemical stress) (caused by handling). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the control knob on the evis exera ii colonovideoscope did not move when turned. No patient injury reported. During the evaluation of the device, it was noted the angle parts were damaged; the angulation locking became locked and could not be disengaged. This report is to capture the reportable malfunction of the angle parts were damaged; the angulation locking became locked and could not be disengaged noted at estimation.

Manufacturer narrative:
This supplemental report is being submitted to correct the initial MDR. Upon further review, it was determined this complaint/report is a duplicate of patient identifier (B)(6).